Event description:
Per the clinic, the patient experienced pain and a magnet dislodgements during an MRI (3.0 tesla). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.